Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to vt detection. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not detect or treat a sustained episode of ventricular tachycardia (vt). It was suspected that the right ventricular (rv) lead was undersensing due to decreased r-waves and the patient's severe condition. The patient was treated via an external shock, and the device and lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.